Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapies due to noise which can be due to sensing atrial arrhythmia. Lead dislodgment was suspected. Lead was not screened and the physician elected to wait to assess till next year. Patient was fine.